Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support to report that the pt "got sick" because he felt full during cycle 5 of the treatment. The pt was disconnected and the peritoneal dialysis rn (pdrn) was notified. The following treatment data was provided at the time of the call: drain 0: 1856ml; fill 1: 1506ml drain 1:2814ml; fill 2: 1506ml drain 2: 1157ml; fill 3: 1504ml drain 3: 2920ml; fill 4: 1501ml drain 4: 1162ml; fill 5: 1487ml. Upon follow up contact with the pt's peritoneal dialysis rn (pdrn), he confirmed that the pt did have a large drain volume. He added that there was no serious injury or need for medical intervention as a result of this event. The pt continues with the ccpd program. The reported drain volume of 2929ml was (B)(6) over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the info available was performed by the post market surveillance department. Large intra-peritoneal drains occurred in both drain 1 and drain 3 with an undetermined cause. There was no adverse event associated with these reported large drain volumes. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.